Manufacturer narrative:
Concomitant medical products: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. An endurant ii aortic cuff and a bare metal stent from another manufacturer were implanted three years later. It was reported that approximately three years and seven months after the index procedure the patient presented with flank and groin pain. The patient received treatment. The physician explanted the endurant aortic cuff and the bare metal stent from another manufacturer. The physician also explanted the top of the endurant bifurcate stent graft. The physician then sewn the aorta into the rest of the bifurcate stent graft and left the limb stent grafts implanted. The physician stated that the cause of the pain is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.